Event description:
During an abdominal aortic aneurysm repair, a non-gore balloon ruptured both iliac arteries. This necessitated an endovascular repair with two gore devices. At a later time, the device in the right iliac artery thrombosed and a femorofemoral crossover procedure was performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.